Event description:
It was reported that a patient's blood glucose levels (bg) reached 271 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being dislodged and bent, while wearing it on the arm. For treatment, no treatment information given. The pod was leaking.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.